Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user dropped the ilet, causing the insulin cartridge to crack and leave glass fragments in the pump chamber, after which the device displayed an unable to proceed alert during supply change and the piston would not advance or rewind without manual manipulation; the device was replaced due to physical damage and failure to fill tubing. Symptoms included hyperglycemia with a reported high of 364 mg/dl, without loss of consciousness, dka, or need for medical or outside assistance, and blood glucose later stabilized. Outcomes included continued cgm use and device replacement with instructions provided to shut down the damaged unit and return it, and confirmation that data would not transfer to the replacement. Investigation included complaint handling, troubleshooting, and collection of event details. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.